Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized for the event. Three days after hospital admission, the patient was discharged. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.